Event description:
Device 2 of 3. The pt received 2 scs leads with different lot numbers. Reference MFR reports: 1627487-2012-03418 & 1627487-2012-03420. It was reported that although the pt's scs ipg is functioning properly, the pt experienced swelling at her scs ipg pocket site and her scs lead implant site. It was also reported the pt experiences stabbing pain in her back when she moves in certain positions. F/u with the physician identified the pt experiences the stabbing pain coming rom the scs lead and not system stimulation. There is no additional info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.